Event description:
It was reported that the patient with this implantable pacemaker experienced a tingling sensation, with a recent heart rate of 90 beats per minute (bpm) and noted to be somewhat irregular. The patient stated that a similar sensation occurred when the rate was set to 83 bpm, after which it was reset to 60 bpm. Technical services (ts) discussed that the symptoms were possibly related to the pacemaker or intrinsic arrhythmia and advised that programming changes can only be made using the programmer (prm). The patient was referred to the device following physician. At this time, the pacemaker remains in service. No adverse patient effects were reported.